Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered an issue with a crimped cannula in their infusion set. This problem occurred within 3 hours after insertion. The insertion site was the abdomen. The specific glucose value was not known, but it was indicated as 'high'. To address the high blood glucose, the customer responded by administering a correction bolus through the pump. Patient replaced infusion set and resumed insulin successfully. No further information available.